Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failures. Customer's blood glucose value was unknown. The customer was told to place the pump in storage mode and use an injection pen instead. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures error alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly. Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed.